Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine pulse generator change out, the device exhibited backup vvi operation. The pulse generator was explanted and replaced.